Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by the patient that she underwent a mammoplasty on (B)(6) 2012 and suture was used. The patient experienced a wound dehiscence. She underwent a secondary surgery where the wound was closed with a different suture. (B)(4).

Event description:
It was reported by the patient that she underwent aesthetic surgery on (B)(6) 2012 and suture was used. The patient stated that the suture did not absorb and she required a second surgery to replace the suture. No additional information available.